Event description:
It was reported, component failed. It wasn't holding like it was suppose to.

Manufacturer narrative:
Additional information has been requested and if rec'd will be provided on a supplemental report.